Manufacturer narrative:
The pusher, introducer and dispenser hoop were returned for analysis. The implant and microcatheter were not available. An analysis was conducted and the delivery pusher was found to be undamaged. The monofilament was broken at the distal end. The heater coil did not have any damage or burns. The root cause of the implant separating from the pusher appears to be attributable to the device experiencing tensile forces over specification.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is currently underway. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that a embolization coil implant was withdrawn into the introducer sheath from the patient; when the coil was advanced out of the introducer sheath, the coil implant was observed to missing from the delivery pusher. The coil did not remain inside of the patient. There was no reported patient injury or intervention.